Event description:
Consumer attributes a hypoglycemic episode experienced due to inaccurate readings on their meter when their pump medicated consumer according to those readings. Analysis of readings reported yielded readings in the "b" range, which would be acceptable, however, consumer contacted physician.